Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Visual inspection: the device was returned. The safety clip was missing upon receipt. The tuohy borst valve was loose. The 2-way stop cock was returned with the device and received in the open position. A break in the gray outer sheath was observed approximately 244mm from the proximal end of the handle at the catheter reinforcement area. The stent graft was partially deployed approximately 2.5mm out of the tip of the outer sheath. No other anomalies were observed on the delivery system or the stent graft. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer sheath broken. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for deployment failure due to catheter breakage, as the stent graft was still in place in the delivery system, and the outer sheath was elongated and torn off at the catheter reinforcement area. Per the complaint comments, it was noted that the delivery system was advanced through the left forearm of the looped av graft. There is a specific precaution listed in the instructions for use (IFU) that indicates that the safety and effectiveness of this device have not been established when used around a tight bend in a looped av graft. It is recommended to access the av graft at the venous side of the av graft or at the apex. Additionally, the condition of the returned sample indicated that high deployment forces had likely been applied. Therefore, it is possible that procedural issues may have contributed to the event. However, the definitive root cause could not be determined based upon available information. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a procedure in an a-v fistula at the venous anastomosis, the stent graft was unable to be deployed. The entire device was removed and another stent graft was used to complete the procedure. There is no reported patient injury.